Event description:
Reporter called to submit a report by the medtronic request. She said medtronic wrote her a letter to advise her that the inulin pump she is using has a defective battery cap and also sent her a replacement part. She said medtronic also advised her to submit a report to FDA about this defect.